Event description:
Handpiece failed intermittently during procedure and was removed from service. Instrument was replaced with a new device and was removed from field, cleaned and turned over to resource nurse after the procedure.